Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 500 mg/dl to 600 mg/dl and treated with manual injection. Customer also stated that they had an issue once with air bubbles and they was wondering how to get rid of them, but they had high blood glucose and they thinks it was because of the air bubbles. Offered to troubleshooting for high blood glucose and air bubbles, but customer declined. Customer stated that they having problems with infusion sets, the site was all bloody and not working. Customer states site was not actively bleeding at time of the call. Customer reports bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The devices will not be returned for analysis.